Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported bilateral deflations stating that the implants "have dissolved" and "only the plastic is left". This record is for the left side. Device remains implanted.